Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device performed as expected and the vasospasm was not a malfunction of the catheter, but a known issue that can happen during catheter navigation. The reported 'patient vasospasm serious' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that during procedure, the subject device catheter navigation induced vasospasm. This is a result of the subject catheter manipulation, but is often unavoidable. It's not a malfunction of the subject catheter, but a known issue that can happen. Per physician, the event was related to the subject device catheter,procedure, and serious. The medication was administered, and the outcome of the adverse event vasospasm was resolved. Patient did not suffer any adverse consequences as a result of the vasospasm.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject device catheter navigation induced vasospasm. This is a result of the subject catheter manipulation, but is often unavoidable. It's not a malfunction of the subject catheter, but a known issue that can happen. Per physician, the event was related to the subject device catheter,procedure, and serious. The medication was administered, and the outcome of the adverse event vasospasm was resolved. Patient did not suffer any adverse consequences as a result of the vasospasm.